Manufacturer narrative:
(B)(4). The analysis results showed that one ats45 device was received with no apparent damaged and with a reload loaded on the device. The reload was receive partially fired and with damage to the spring lockout. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the require specifications prior to shipments. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired on the first try. None of the staples deployed and no cutting occurred. Buttressing material was not used.